Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a burning sensation following a fall. The patient has fallen on their implantable neurostimulator (ins) site several times. The patient also experienced pain during recharging whether stim was on or off. The pain during recharging was reported to intensify during charging therefore, the patient had limited the use of their ins to decrease recharging intervals. A surgical revision may be performed. It was reported, the device had moved around in the ins pocket. Additionally, information received reported that the patient experienced falls prior to implantation of the ins and does not believe the falls are related to the ins. The physician has discussed moving the ins to the abdominal region. The device was working properly when checked by the company representative.